Manufacturer narrative:
Additional information: manufacturer narrative the actual date of event is unknown. Root cause: the root cause for the reported issue that device had misassembled latch was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device module latch was not connecting. The latch rail was noted to be loose and misaligned when attempting to connect the module. This was observed during on-site visit by manufacturer representative. There was no patient involvement. No device will be returned.

Event description:
It was reported the device module latch was not connecting. The latch rail was noted to be loose and misaligned when attempting to connect the module. This was observed during on-site visit by manufacturer representative. There was no patient involvement. No device will be returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.